Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified that the issue with the image processing pc. The cause of the ippc failure was conclusively determined by the supplier's part analysis as the failure of the psu caused the l2 breaker of equipment to drop, the psu dead and unable to power up. To resolve the issue, the fse replaced the ippc, reloaded the software and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.